Manufacturer narrative:
Complaint has been evaluated and is similar to: 1644408-2019-01071; 506-03-118, s807 - pain, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery - due to the superior/posterior screw was causing nerve pain due to its position. He removed it and replaced it with another screw.